Event description:
It was reported that the pump fell off the top of the car while the customer was driving, and the touchscreen is now shattered. Customer had elevated blood glucose levels.

Manufacturer narrative:
The device has not been returned for eval. Should new relevant info become available a supplemental form will be completed.